Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the papilla was cut, and the bile duct stone was removed. It was noted that the device was bent. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the wire/anchor was dislodged and the cutting wire kinked.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter facility name is (B)(6). Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated. Block h11: (investigation result) the returned autotome rx 44 was analyzed, and a visual and microscopic evaluation noted that the working length was torn at distal pierce hole and the cutting wire was kinked. Additionally, the wire anchor was blackened and dislodged or dislocated from distal pierce hole. The same observation was also noticed during media analysis. No other problems with the device were noted. The reported event of wire anchor dislodged or dislocated was confirmed. Upon analysis, it was found that the working length was torn at the pierce hole. This condition could have been generated when submitting the cutting wire to tension and energizing the device during the handle actuation. Additionally, bowing the device without being completely out of the scope can lead to tear and displace or dislodge the cutting wire anchor from its position. Once the wire anchor is dislodged, any attempt to remove the device from the scope can bend the cutting wire. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the papilla was cut, and the bile duct stone was removed. It was noted that the device was bent. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the wire/anchor was dislodged and the cutting wire kinked.